Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-oct-2022. Investigation summary. One sample was provided to our quality team for investigation. Through visual inspection, the threading is correctly molded, however, the tip is observed to be broken in the syringe, noting it appears to be twisted. A device history review was performed for reported lot 2204054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2204054 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the tip of the bd plastipak¿ luer-lok¿ syringe broke off while administering medication to the patient. The following information was provided by the initial reporter, translated from dutch: "I received a defective syringe return from a nurse. It is a 20 ml syringe with luer lock from lot 2204054. The top broke off during administration of medication to the patient. This led to an unpleasant situation with the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ luer-lok¿ syringe broke off while administering medication to the patient. The following information was provided by the initial reporter, translated from dutch: "I received a defective syringe return from a nurse. It is a 20 ml syringe with luer lock from lot 2204054. The top broke off during administration of medication to the patient. This led to an unpleasant situation with the patient."